Event description:
It was reported that a user experienced hypoglycemia while using the ilet after an unannounced snack that led to glucose rise and subsequent automated insulin delivery of approximately 5¿6 units over about 30 minutes, followed by continued downward glucose trends; the user later treated with soda and announced a subsequent meal, after which glucose trended down again before stabilizing. Symptoms included malaise, shakiness, and joint stiffness, and an urgent low glucose alert reportedly occurred. Outcomes included self-treatment with oral carbohydrate and resolution without hospitalization. Investigation included review of best practices for meal announcements, education on hypoglycemia treatment, and instruction on viewing insulin on board over a three-hour window to support decision making. Investigation of this case revealed that missed or delayed meal announcement and carbohydrate stacking after treatment likely resulted in algorithm-driven insulin delivery preceding adequate carbohydrate absorption, contributing to hypoglycemia; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that use-related factors, including missed meal announcement and timing of carbohydrate intake relative to insulin delivery, were the most probable cause.